Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited seed or something stuck in the channel during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where there was a seed stuck in the biopsy channel. However, the identity of the foreign material (seed) and a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.